Event description:
Attempted to use cryoabation on ventricular tachycardiac (vt) pt. System gave high refrigerant flow error. Cryocath umbilical cord and catheter exchanged, troubleshooting and error message remained. Unit remained on for a total of approx 25 mins and continued to give error message when ablation was attempted. Unit was replaced with cryocath unit from peds dept and ablation was successfully administered after approx 1 min of warm-up time. Case delayed approx 30mins.====================== manufacturer response for ablation unit, ablation unit======================device tested by vendor but could not reproduce problem. Replaced the valve board and the proportional valve responsible for refrigerant delivery in case there is an intermittent problem. Console is working properly and no problems detected.